Event description:
Reported due to foot break found during device analysis. Report received from alalysis of the perclose proglide device that the posterior foot was borken and not returned with the device. The physician attempted closure of an anteriotomy site with the device folowing an interventional procedure. There were no issues with insertion;however, while withdrawing the needle plunger no suture was attached to the needles. Reportedly, the physician parked foot and began to withdraw the device in order to re-insert the wire, but it was "very difficult" to pull back on the device. The device was finally withdrawn, a wire was re-inserted and hemostasis was achieved with a second proglide device. There were no reported adverse patient reactions as a result of this incident. Although requested, no additional patient information was recieved.